Manufacturer narrative:
Sc-1132 (sn: (B)(4)). It was reported that the battery was heating up. Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.